Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 115 mg/dl. The customer states that the pump alarmed that it needs a new battery. They changed the battery 4 times and pump won't turn on. Troubleshooting was performed for blank display and noticed the display did not return after pump restart. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. No unexpected device alarmed that it needs a new battery noted. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection.

Manufacturer narrative:
The correct information has been provided with this report.